Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter valve was implanted inside a disabled 31mm valve in the mitral position via valve-in-valve procedure. The implant duration of the 31mm valve at the time of the valve-in-valve procedure was nine (9) years, four (4) months. The reason for mitral valve-in-valve intervention was due to mitral stenosis. Both devices remain implanted. The patient was noted as hospitalized in stable condition.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. Based on the information received the cause cannot be determined.